Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was repotted on (B)(6) 2021, a 22mm amplatzer amulet left atrial appendage occluder was selected for implant. During deployment, a bulbus deformation was noted. The device was removed and exchanged for a 18mm amplatzer amulet left atrial appendage occluder. The replacement device was successfully implanted. The patient was reported to be in stale condition.

Manufacturer narrative:
The reported event of "a bulbus deformation" could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.